Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs noted in the last 12 months. The event history log (ehl) found nothing related to the reported issue. Visual inspection identified a detached downstream occlusion (dso) seal. The downstream occlusion seal and upstream occlusion seal were replaced. The dso/uso sensors were also calibrated. The device then passed all functional tests after the repairs.

Event description:
The customer returned product for dose port is broken and not staying inside when plugged in, during physical inspection it was found that the dso seal was detached. There was no patient involvement.